Event description:
No blood glucose levels reported. The customer reported that the insulin pump had a crack on the screen. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, and a cracked reservoir tube lip. No cracks were noted on the display during the visual inspection.